Event description:
The customer contacted stryker to report an event code in the memory which is related to a potential issue of the device to deliver energy. There was no patient involvement reported with the event.

Manufacturer narrative:
The device has not been returned to stryker for evaluation. The reported issue could not be verified or duplicated, and the cause of the reported issues could not be determined. The device remains with the customer.

Event description:
The customer contacted stryker to report an event code in the memory which is related to a potential issue of the device to deliver energy. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.